Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. Based on the information provided and the analysis of the returned device, it is likely that excessive force or torsional pressure was applied in attempt to remove the device, possibly due to interaction with calcification, which bent and separated the guide. A guide separation will prevent the foot from retracting as the actuator wire would only be able to move forward or backward without the support of the foot positioned in the guide. The un-retracted foot would result in difficulty removing the device from the anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the mildly calcified and mildly tortuous right common femoral artery was attempted using a proglide device after an angiography procedure. Reportedly, after completing the procedure, including foot retraction, there was difficulty removing the proglide device from the patient anatomy. The guide of the proglide device separated; however, the actuator wire remained intact. An incision was made to remove the proglide device. There was no part of the device left in the patient anatomy. The artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.